Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is not expected to be returned for manufacturer review/investigation. (B)(4). The surgeon left one or two of the locking screws in the plate, despite their inability to lock in the plate holes. It appears that the issue resides with the lateral plate and not the screws, as a medial plate was also implanted and accepted the appropriate locking screws. There was a 30-45 minute surgical delay. The surgical plan was to establish lock fixation with the plate in question, and was not achieved as planned device history records was conducted. The report indicates that the: #363487/193221 - (B)(6) 2016 dom: 19nov2014 sterile: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of va-lcp lat distal human plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to repair a left distal humerus fracture, the 2.7mm/3.5mm va-lcp (variable angle-locking compression) lateral distal humerus plate would not accept the 2.7mm va (variable angle) locking screws. Surgeon used the cone drill guide and drill with a 2.0mm drill bit. Measurements were taken and the surgeon inserted seven (7) of the appropriate 2.7mm va locking screws manually. As the locking screws were being advanced into the plate, the screws began spinning and did not lock into the plate. The screw heads appeared to be stripped. The surgeon tried changing the angle and the locking screws still would not engage the plate hole. Several attempts were made to engage the locking screws with the plate. All seven (7) screws were removed incrementally and replaced with approximately four (4) 2.7mm metaphyseal screws. (Metaphyseal screws do not lock into the plate). The plate remained the same and was not replaced. The surgeon left one or two 2.7mm va locking screws in the plate, although the locking screws did not lock into the plate. The surgeon was unable to achieve lock fixation in any of the plate holes. It appears that the issue resides with the lateral plate and not the 2.7mm va locking screws, as a medial plate was also implanted in the patient and the medial plate accepted the appropriate locking screws without incident. There was a 30-45 minute delay in surgery and standard x-rays were taken not related to the issue with plate and screw interaction. The procedure was not completed as intended. The surgeon's treatment plan was to establish lock fixation with the lateral plate and was unable to attain, as the lateral plate would not accept locking fixation of the 2.7mm va locking screws. This complaint involves one device. Concomitant devices reported: total of seven (7) 2.7mm va locking screws: 2.7mm va locking screw (part # 02.211.036, lot # unknown, quantity 1); 2.7mm va locking screws (part # 02.211.040, lot # unknown, quantity 4); 2.7mm va locking screws (part # 02.211.044, lot # unknown, quantity 2). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the screws that were originally reported differ from the actual screws that were received. The screws that were originally reported only included 2.7mm va locking screws in varying lengths and quantity. The screws that were received were 2.7mm va locking screws with an additional part number, different quantities and 2.7mm metaphyseal screws. A total of seven (7) screws were originally reported and expected to be returned for investigation, however, a total of nine (9) screws were returned. One 2.7mm/3.5mm va-lcp lateral distal humerus plate 2h/lt/82mm-med (part number 02.117.902, lot number 7852597) was also reported but was not received for evaluation as it is reported to have remained implanted in the patient. The three (3) metaphyseal screws were received intact and in functional condition without an alleged complaint condition. Upon visual inspection there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on this device. A device history record review was performed for the reported lot number for the plate. The implant was determined to have been manufactured on november 19, 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of va-lcp lat distal human plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record (DHR) revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Per the technique guide, the reported plate and screws are both part of the 2.7mm/3.5mm variable angle locking compression plate (va-lcp) elbow system. The plate accepts 3.5mm locking, 3.5mm cortex, and 4.0mm cancellous screws in the shaft of the plate and 2.7mm va, 2.7mm metaphyseal, 2.7mm locking, 2.7mm cortex, and 2.4mm cortex screw in the head of the plate. A review of the current design drawing was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The reported plate contains variable angle (va) holes which allow va screws to be angled anywhere within a 30 degree cone of angulation. The screws are retained by four columns of threads which provide four points of contact between the plate and screw forming a fixed-angle construct. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The plate was not removed during the surgical procedure; remains implanted. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: based upon the initial assessment of the returned parts, the complained issue seems to involve six (6) stripped screws in addition to the originally reported implanted plate. Concomitant device(s) reported: 2.7mm metaphyseal screw 40mm (part: 02.118.540 / lot: unknown / quantity: 1), 2.7mm metaphyseal screw 44mm (part: 02.118.544 / lot: unknown / quantity: 1), and 2.7mm metaphyseal screw 64mm (part: 02.118.564 / lot: unknown / quantity: 1). This report is 1 of 7 for (B)(4).